Event description:
Device 1 of 2, ref MFR report #: 1627487-2012-06032. The pt has two leads (from the same lot) for off-label use. It was reported the pt is no longer receiving adequate coverage. It was also reported the pt is experiencing a burning sensation. The pt is also experiencing stimulation at the ipg site. The pt will undergo surgical intervention on a later date to address the issues.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.